Event description:
It was reported that during an infusion set and cartridge change on an ilet, the user advanced through setup but inadvertently selected ¿no¿ at the infusion set insertion step, resulting in the cartridge change registering while the infusion set change did not. There were no reported adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and successful completion of therapy after guidance. Investigation included telephone-based troubleshooting and user education that guided the user to complete the fill cannula step from the home screen, after which the infusion set change registered as completed. Investigation of this case revealed use error related to supply change workflow, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error during the supply change sequence.